Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that since implant their stimulator did not seem to be working as much as they would like it to help them, not as good as the evaluation and they got the stimulator for bowel and bladder but they had so many bowel issues. Patient(pt) stated that they were told that they would make any adjustments at the post op visit. Reviewed communication 1 information and redirected to their doctor. Pt said they told them to wait for follow-up on (B)(6) 2024 to make adjustments. 2025-jan-09 lfc (hcp): additional information was received from the health care professional (hcp). When the hcp was asked to confirm "stimulator does not seem to be working, the hcp stated that the symptom control changed. The hcp stated that it was unknown if it was caused by the normal battery depletion. It was unknown about the cause of the device not working. When asked about the steps taken to resolve the issue, the hcp stated that the device was adjusted. It was unknown if the issue was not resolved. When asked the hcp to clarify the statement "had been on antibiotics and they had just been going and going", the hcp confirmed that the patient had an infection. It was unknown if the infection was related to device or therapy. The patient had a device adjustment and they were scheduled for follow up. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.